Event description:
It was reported that review of chest x-ray showed the rv lead dislodged. The patient has twiddlers syndrome. The patient refused treatment and is changing cardiologist.

Manufacturer narrative:
Late, due to delay in receiving paperwork.